Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of high results. Customer states she feels well and no medical attention is needed. The customer's expected blood results are 125-150mg/dl fasting. Verified the strips expire 04/20/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a back to back blood test 191mg/dl and 297mg/dl fasting. Reviewed meter memory: 1:79mg/dl (B)(6) 2015 07:46:00 am fasting:yes, 2:252mg/dl (B)(6) 2015 04:29:00 am fasting:yes, 3:175mg/dl (B)(6) 2015 04:04:00 pm fasting:yes, 4:171mg/dl (B)(6) 2015 07:51:00 am fasting:yes, 5:220mg/dl (B)(6) 2015 07:07:00 am fasting:yes. Customers is concerned with: 252mg/dl on (B)(6) 2015 at 4:29a and 220mg/dl on (B)(6) 2015 at 7:07a. The date and time have not been setup correctly. No adverse event reported.